Event description:
It was reported that the patient presented remotely. Upon device interrogation, the pulse generator exhibited premature battery depletion and no pacing. Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted. The patient was stable post procedure.